Event description:
The customer's mother reported that her son had high blood glucose results while wearing a pod. At 10:17 pm on (B)(6), his result was 132 mg/dl. He then went to bed. The next morning, at 7:40 am on (B)(6), his result was 351 mg/dl with large ketones. He gave himself an 8.70u bolus. She stated that he began wearing the pod for over 48 hrs, and his blood glucose was in range until that morning. She said that when the pod was removed, the cannula appeared curved and the adhesive was wet. She said that the pod had been taped on, but seemed loose and no secured, and the cannula appeared to have dislodged while he was sleeping. She contacted his health care provider, who advised him to remove the pod and correct with a manual injection.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."